Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the alarm cable assembly, which resolved the issue; the ventilator passed self testing.

Event description:
It was reported that the ventilator generated error which rendered the ventilator inoperable. Although requested, the customer did not provide patient involvement information.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.